Event description:
Customer reported via phone call experienced high blood glucose level. The customer stated current blood glucose level was 459mg/dl and another blood glucose level was 380mg/dl. Customer experiencing symptoms related to high blood glucose level was abdominal pain, numb tongue, fingers, irritability, angry and violent. Customer treated with high blood glucose level with insulin pump. The customer was using insulin pump system within 48hrs of high blood glucose event. Automode feature was not active at the time of high blood glucose level. Insulin pump will not be returned for analysis. Unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.